Manufacturer narrative:
A medtronic representative went to the site to test the image guidance system. The mechanical and imaging passed the imaging system checkout. The imaging system was found to be fully functional. The software investigation was unable to determine a probable cause without further information since the behavior could not be replicated. The rep reported that the universal drill guide (udg) instrumentation used during the reported event was accurate and that there were no further issues related to accuracy with the navigation or imaging systems. A site rep who was present during or setup reported that the issue with the udg instrumentation was caused by user technique.

Event description:
A medtronic representative received a report from the site that the surgeons felt what was displayed on the navigation screen did not match what they were seeing when looking at the anatomy. This occurred in the middle of a scoliosis procedure immediately after the second 3d spin was taken with the o-arm imaging system. The surgeon decided to abandon use of the universal drill guide instrument and proceeded using the probes, but relied more on anatomical landmarks they could see, rather than the navigation display. No patient harm occurred and the procedure was finished successfully.

Manufacturer narrative:
The patient was a young female. The surgeon declined to provide any further patient information, referencing (B)(6) privacy laws. (B)(6) 2014. A medtronic representative performed a navigation system check-out, all areas passed. He configured the s7 and o-arm systems to simulate an actual spine case. Using a spine model he tested navigation accuracy with multiple 3d spins utilizing both the left and right side trackers of the o-arm. Unable to duplicate navigation inaccuracies reported. System performed as intended.